Event description:
The customer reported via phone call that several no delivery alarms were received on the insulin pump. Furthermore, customer experienced high blood glucose up to 500 mg/dl. Customer declined to receive further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.